Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The returned computer was under analysis at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was becoming unresponsive a lot. There was no patient present when this issue was observed.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to application screen. After trying to launch cranial application an sr manager error was displayed and the same error was displayed for spine and ent applications. Computer passed other tests.